Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there were call service 064 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/06/2016 with the following findings: the pump's black box and alarm history showed several call service 064 alarms on 07/03/2016. The pump alarmed with a call service 078 alarm upon the first rewind attempt. The reported motor complaint was duplicated. Moisture corrosion was found to the motor driver circuit. The display screen was dim and discolored.